Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. The patient had a power on reset last (B)(6). The patient had been traveling and was around airport security. It was reported that the device that showed the por was the right implantable neurostimulator (ins) that was connected to cervical leads. There were no patient symptoms reported.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.